Event description:
An epidural catheter was placed in 2004. Upon removal, resistance was met. The pt was turned on their side and repositioned. The catheter was then easily removed; however, not in its entirety. Under fluoroscopy, 2 3/16" was noted to be retained in pt. A neurosurgeon was consulted and retained piece was successfully removed. No pt complications were reported.